Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles did not present on deployment. Backdown of the needles to their original position was not successful. The needles were accessed and removed, but the arteriotomy was enlarged in the process and hemostasis could not be obtained with the advanced knots. The arterial tamper was applied and a femstop was used. Hemostasis was obtained and the pt was monitored for signs of bleeding. An ultrasound taken during the hospitalization showed no signs of bleeding.